Manufacturer narrative:
(B)(4). The occurrence date was unknown, however, it was reported the event occurred in (B)(6)2011. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with antibiotics. Patient outcome was not reported.